Event description:
It was reported that the implantable neurostimulator (ins) was ¿not working¿ on the right side of the body meaning that the patient was not feeling any stimulation sensation. It was noted that the patient had tried turning stimulation ¿all the way up¿ and still felt no stimulation sensation. The patient first noticed the problem on 2014-(B)(6). The patient thought that they needed to be reprogrammed. The patient stated that they were told by the healthcare professional (hcp) and manufacturer representative that they did not need to go through the hcp¿s office to make reprogramming appointment and that they could contact the manufacturer representative directly. The patient noted that they did not have the manufacturer representative contact information. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).